Event description:
On august 22, 2006, the lay user/patient contacted lifescan alleging that his one touch ultra has segments missing on the display. The medical affairs specialist based the following information from the customer care advocate's documentation. The patient was unable to obtain a meter reading and reportedly had food/drink after the attempted use of the meter. At an unspecified time, the patient developed symptoms of feeling weak and sweating, received medical attention from the emergency services, and was treated with oral glucose. The patient's blood glucose was tested on another device, but he was unable to recall the result. It is unknown when the display issue began in relation to the symptoms, medications taken prior to the event, blood glucose readings prior to the event, or the patient's general condition prior to the event. This complaint is being reported because the patient was unable to test, developed symptoms and was treated with oral glucose. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.